Event description:
On (B)(6) 2014, it was reported that during the past week the patient's blood glucose level had been elevated, as high as hi. The patient was unsuccessful correcting his blood glucose level via the infusion device. He thinks the device delivers too low an amount of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).